Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurement greater than 3,000 ohms. There was no pacing inhibition. Patient follow up in clinic, in about a week was noted. No adverse patient effects were reported. The lead remains in service.